Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case with keypad due to unresponsive keypad causing customer stated problem. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record for (B)(6) was performed from date of manufacture 10/29/2018 to the present date 01/06/2021 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 10/29/2018 to the present date 01/06/2021 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.